Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to address the reported issue. The unit was tested and returned to service.

Event description:
The customer reported that the ventilator unit's navigation ring (nav-ring) had failed or was not functioning as expected. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported.